Event description:
It was reported that the device indicated elective replacement (eri). When the device was re-checked during the device replacement procedure a month later, the battery voltage was higher than it was previously and the longevity estimator indicated significant battery life remaining. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.